Manufacturer narrative:
It was reported that the patient has been unable to connect to the ipg and reported they have not had stimulation. The pc displays the message: "cannot connect to generator. The generator is not responding." Patient underwent a surgery on (B)(6) 2023. Ipg was not set to surgery mode. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of evet is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.